Event description:
Information was received from a patient via manufacturing representative regarding a patient who was receiving fentanyl (750 mcg/day at 66 mcg/day ) via an implantable pump. It was reported that the patient believed a cerebrospinal fluid (csf) leak had been an ongoing since the device was initially implanted. Implant notes indicated difficult placement of catheter. The patient was taken to the operative room today where physician opened up the midline incision and dissected down to the existing catheter and anchor. Once the catheter was exposed, the physician noted fluid continuously leaking at the pocket site where the catheter entered the epidural space. The physician added additional purse string sutures around the entry point to stop the leak. The physician then aspirated from the catheter access port with positive return of csf to confirm patency of the intrathecal catheter. The midline incision was then irrigated and closed. A priming bolus was programmed to resume the intrathecal infusion. The exact cause of csf leak was not determined. The issue was resolved at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.